Manufacturer narrative:
Insulin pump was received with power error due to non-sleep anomaly software error. Insulin pump passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error detected. The customer¿s blood glucose level was 193 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer previously called to report power error detected. Customer states power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.